Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The tortuous, non-calcified left anterior descending (lad) artery was predilated with a 2.5x20mm balloon and a 3.5x20mm balloon. The physician attempted to place the taxus express2 3.5x20mm drug eluting stent in the lad. After multiple attempts, the stent would not cross the lesion. The procedure was completed with another taxus express2 stent.